Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a "brief" loss of connection occurred. Customer did not report how long the loss of connection lasted. Customer was able to regain connection. Customer declined to provide further information (patient/event) and declined tandem technical support's offer to troubleshoot.